Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2008. It was reported that the pt felt a spasm at the lead site when stimulation is on. The pt stated that she still feels effective stimulation coverage for her pain. The pt stated that she has felt the spasms since her implant. It was reported that the pt was reprogrammed, but she still experiences spasms when the amplitude levels were above comfort level. The pt's physician was allegedly informed of this issue, and the pt will consult with the surgeon regarding a possible lead revision.